Event description:
The customer reported the system locks up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive. System operates as intended. (B)(4).